Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 73-year-old male patient in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for a high-risk cardiothoracic surgery: off-pump coronary artery bypass (opcab). While the patient was in the intensive care unit (ICU), there was purulent discharge from insertion site. Antibiotics were given. After six days on support, the device was successfully weaned. The post-procedure is survived at explant. While on support, the impella functioned at p-4 at 3.2l/min as intended with d5w sodium bicarbonate in the purge solution. Infection often correlates with the duration of mechanical support and/or large-bore access sites increase the risk.